Manufacturer narrative:
This report is being submitted as follow up number 1 to provide an update on the status of the report. The actual device has not yet been received by the manufacturing for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code was used in the conclusions section.

Manufacturer narrative:
D4: the product code and lot number is not known, therefore the UDI number cannot be provided. The actual device has not been received by the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: gradual decrease of the oxygenation device capacity reduction; increase of the gas flow at a constant pressure for the entire duration of the ecc; total duration of eec was 95 minutes; and there was no consequences to patient.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide the returned sample evaluation as well as additional information received from the user facility. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies which could have caused a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried was tested for its gas transfer performance. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance, with the obtained values meeting manufacturing specifications. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the actual sample was the normal product. The exact cause for the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 5 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.